Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported anemia could not conclusively be established through this evaluation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document as well as how to respond in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was no active bleeding identified and that the patient was treated with intravenous (IV) venofer.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient's system controller had a dim green pump on light. The patient was inpatient so they were given a new system controller. It was also noted that the patient was in the hospital for anemia. The patient's anemia was thought to be due to be on long-term anticoagulant use.